Event description:
It was reported that on (B)(6) 2015 sometime between 4:30 and 8:30 pm the clinician attached a patient to the ventilator b ut did not take the ventilator out of standby. The patient was not ventilated and expired. The customer did not allege any machine malfunction.

Manufacturer narrative:
The investigation was started, but is not yet concluded. The investigation result will be reported in the follow up report.